Event description:
Caller reportedly received the following results on an compact meter, compared to a professional meter, within 10 minutes: 137 mg/dl (doctor's meter) and "over 200 mg/dl" (compact meter). No adverse event reported. Return of suspect device was requested and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.